Event description:
It was reported, to medtronic minimed. That the customer, experienced unable to upload/download. DHR requested, for other reasons. The customer reported, blood glucose value of 75 mg/dl. The customer reported, hypoglycemia treated with hospitalization: overnight stay. Customer reported, the following led up to the event: no troubleshooting was identified. The event involved product(s) mmt-1884l, mmt-7040a. Customer was using the insulin pump system within 48 hours of the reported event. Customer was using the auto mode/smartguard feature at the time of the event. Customer reported, low bgs. Customer has been using the insulin pump system within 48 hours of reported low bg event. Cust does not believe the pump is over delivering. No further patient complications were reported. No product return is required for mmt-1884l, no product return is required for mmt-7040a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank, because the information is currently, unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Information has been corrected which was not correct in the initial report. The information has been provided in sections b5 and h6 (health effect - clinical code & health effect - impact code) with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Update summary: customer reported having a low blood glucose of 25mg/dl while the sensor glucose was 123mg/dl on june 30, 2024. There was no blood glucose of 75mg/dl. Her husband called the paramedics and they gave her intravenous drip of water and sugar. Customer did not go to the hospital. Per customer, last set change was on june 28, 2024. Troubleshooting was done. Customer alleged pump over delivery. There was no upload/download issue. It is unknown if customer will continue to use the pump. Pump is not returning for analysis.